Event description:
It was reported that during an upgrade procedure that the device had been previously twiddled by the patient. The device and rv lead were explanted and replaced to resolve the event. The patient was stable with no adverse consequences.